Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported he observed a metal object in a patient's left eye. He thinks it may be a splinter from metal instruments or the phaco tip. The object could not be extracted and it disappeared in the anterior chamber angle under the iris. The surgeon indicated the patient was doing well as the last checkup. The surgeon declined consent to provide additional information. No additional information is expected.

Manufacturer narrative:
Additional information provided. No balanced phaco tip sample or particle was returned for evaluation for the report of a metal object in the patient¿s eye; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a phaco tip was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The complaint information indicates a visual inspection was performed of the phaco tip and no defect or missing portion was observed. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).